Event description:
Customer reported the insulin pump has been alarming motor error for tow days. Customer stated he did go through a body scanner earlier this month. Customer stated the device has been alarming during prime and it has occurred ten times. Customer removed the battery and changed the infusion set, issue persisted. No further information reported.

Manufacturer narrative:
The insulin pump passed displacement test. However, unit alarmed motor error during basic occlusion test due to loose or protruded drive support disk. The device was received with cracked case at display window corners. The device was received with minor scratched lcd window. The device was t received with missing end cap sticker. (B)(4).